Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Good faith efforts to obtain additional information are in progress. If additional information received, a supplemental report will be filed.

Event description:
It was reported that prior to mitral clip procedure, a versacross access solution was selected for use. It was noted the one end of the rf wire was too rough and 'chewed up' to be used. There was no packaging damage. Thus, the device was replaced to complete the procedure. No patient complications reported.